Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that   they had some surgery done a couple of years ago and they termed the therapy off however doesn't remember if device was turned back on or not. Patient doesn't know if therapy is working or not. . Based on date of implant, patient was redirected to schedule an appt with his healthcare provider to have the implanted neurostimulators battery checked and if depleted to request healthcare provider to fill out MRI eligibility form. Patient to provide update.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the therapy being off was unknown. It was turned off for surgery and they were not sure if it was turned back on and then they lost the remote for it. When asked what steps were taken to resolve the issue, they reported they tried to get the internal battery checked to see if it was working but they couldn't find anyone to check it. They have now found someone to help with it. The issue was not yet resolved. ***MDR decision updated too not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.